Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company rep reported on behalf of a health professional reported an alleged lap-band "port leak." The reported event was first observed when the health professional could not obtain fluid that was previously added.